Event description:
The rptr stated that rptr did back to back blood glucose tests, 1 after the other, using 2 different vials of test strips. The results were 30 and 300 mg/dl. Rptr did not have any symptoms. On follow up, rptr stated that out of the first vial rptr did 4 tests with results of 31, 32, 35 and 30 mg/dl. Rptr then opened the second vial and tested with a result of 300 mg/dl, which rptr considered accurate since rptr had just eaten. The vials were different codes. Rptr could not provide lot numbers of the vials. No harm was alleged.